Manufacturer narrative:
(B)(4).

Event description:
It was later determined that the information reported previously in follow-up report # 1 [additional information: per the healthcare provider (hcp) the cause of event was infection; patient had high fever, confusion and flu-like symptoms. Patient was hospitalized. Pump and catheter were explanted; date of explant per the hcp was (B)(6) 2011 (previously reported as (B)(6) 2011). Event outcome was reported as serious injury/illness-ongoing. Drugs delivered via the pump were morphine and bupivacaine] belonged to the device system in manufacturer's report # 3004209178-2012-04086. Additional information pertaining to this device system received later noted that the pump was removed because it had "blown out his membrane." Per reporter, the "equipment worked beautifully" until it was "not emptied correctly and over filled." Patient believed that the doctor and his sister-in-law "almost killed him"; his sister-in-law was charged with refilling his pump and she was "not qualified", left him on the table and locked the office up. Patient was unable to walk, ''was out-unconscious for 8 hours''; this occurred at the treating physician office. It was added that ''the pump was removed under extraordinary duress''; ''swept away to ER at a third hospital''; ''ptm (personal therapy manager) was installed with saline'' ''I never been in more pain in my life since.''

Event description:
Additional information: per the healthcare provider (hcp) the cause of event was infection; patient had high fever, confusion and flu-like symptoms. Patient was hospitalized. Pump and catheter were explanted; date of explant per the hcp was 2011-(B)(6) (previously reported as 2011-(B)(6)). Event outcome was reported as serious injury/illness-ongoing. Drugs delivered via the pump were morphine <(>&<)> bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a pump refill attempt, the person filling the pump "punctured part of the pump system and damaged the pump". Following the refill attempt, the pt passed out for 4 hours. As a result of this, the pump was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.